Manufacturer narrative:
The investigation of high purge pressure, vf/vt/af/at, and vascular damage (peripheral vessel) has been completed. The impella device was not returned for evaluation. High purge pressure (hpp): clinical details state that there were purge system blocked/purge pressure high alarms on (B)(6) 2025. No kinks/blockages were observed. Purge solution was d5w with bicarb. Lysis solution was added to purge solution and infusion continued for 30 hours before purge flow was restored and pressure normalized. Data log review showed small temporary increase in motor current later followed by a 13 minute purge pressure (pp) increase. Hpp was sustained for about 33 hours before resolving over a 6 hour period. There were no motor current spikes prior to the pp rise. There was a long cassette change but it occurred after the rise in pp. No product was returned. The cause of the high purge pressure was most likely biomaterial buildup as there was a gradual rise in pp over 13 minutes and no motor current spikes based on data logs. Vf/vt/af/at: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Vascular damage (peripheral vessel): clinical details state that the patient experienced increased bleeding from oral and nasal cavities and a drop in hemoglobin requiring 4 units of packed red blood cells (prbc). Team suspected retroperitoneal bleed from extracorporeal membrane oxygenation (ECMO) cannulas. It was noted that the heparin drip was contributing to bleeding risk. Data logs are not applicable and product was not returned. The cause of the vascular damage was not determined since insufficient clinical details were provided. H6 health effect - clinical code 1888 and health effect - impact code 4643 was inadvertently omitted on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that a patient with acute myocardial infarction and cardiogenic shock was initially supported with an impella cp device and subsequently escalated to an impella 5.5 for mechanical circulatory support. During 5.5 support, the device began triggering sudden "purge blocked" alarms. The team initiated tissue plasminogen activator in the purge line. Despite this intervention, there has been no significant improvement in purge pressures. The patient remained on escalating vasopressor support. The patient's condition appears to be worsening, with multiple episodes of ventricular tachycardia and ventricular fibrillation requiring defibrillation. The patient was receiving amiodarone infusion but cannot tolerate a bolus due to bradycardia after conversion. Ultimately, care was withdrawn, and the patient expired.